Event description:
During a standard inspection of a customer-returned asset, the ceramic tip on the resection sheath (8 mm) was found to be broken off. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.

Manufacturer narrative:
G4:additional PMA/510(k): k931995. Additional issues were identified during the device evaluation: the ceramic tip and lock were from a third party, and the sealing ring was damaged and aged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. Additionally, the manufacturing date was unable to be determined. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the ceramic break could not be determined. It is possible that the damage to the insulation insert was induced thermally or mechanically and may have been attributed to wear and tear, or improper user handling including mechanical overload, or impact. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.